Event description:
Complaint reported: the catheter balloon would not inflate during a pt procedure. No pt injury reported.

Manufacturer narrative:
(B)(4). The device sample was not received by the MFR at the time of this report.